Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated: b1, b2, g6, h1, h2, h6, h11. The medium-large clip applier instrument was inspected prior to use with no abnormalities observed. While attempting to place a clip with the medium-large clip applier instrument, the clip fell inside the patient. The clip was removed from the patient. The surgeon believes there might have been an issue with how the clip was installed onto the instrument by the surgical staff. During the procedure, the medium-large clip applier instrument did not collide with any instruments or hard materials. The procedure was completed robotically with no injuries to the patient. After the procedure was completed, the functionality of the clip applier instrument seemed normal. The patient has not returned to the hospital due to post-operative complications. The medium-large clip applier instrument is not available for return to intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by using medium clips. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, customer reported that the surgeon stated that small clip detached from the instrument. Tse checked the logs and surgeon used the medium-large clip applier but tried to use small clip. Surgeon switched to medium clip for medium large clip applier and the problem didn't occur. Could have been caused by improper use. The clinical sales will follow up. The procedure was completing as planned with no reported injury.